Event description:
Procedure type: laparoscopic assisted left hemicolectomy. According to the reporter: six days after operation, during a CT scan, leakage was observed of bowel contents. The pt was re-operated and an ileostomy was set up. In 2007, the pt underwent a hartmann-procedure and on sixteen days later, the pt had to have an abscess drained. No further details have been provided from the user facility.